Event description:
Manufacturer received device tracking information indicating that vns patient underwent generator replacement surgery five months post-implant due to generator battery and of life. It was reported that the elective replacement indicator was yes, indicating that the generator battery had reached end of life. Based on known device settings, it is unlikely that the generator battery reached normal end of life. Intraoperative device diagnostics testing after the replacement generator was connected to the original lead was reportedly within normal limits, indicating proper device function. Report is incomplete because no response has been received to manufacturer's requests for additional information from treating neurologist or from explanting surgeon.